Event description:
The physician is not planning on treating the kink and will follow up next year during the patient¿s next annual visit. A review of the x-rays 2-years post-implant was performed. The reported stent graft kink in the right iliac limb (1620124) could not be confirmed. The right limb was slightly flared out laterally, but no obvious kink was seen. Compression of the contra limb on the posterior side, as seen on the previous study, was again observed. No cta's with contrast were returned; the patency of the stent graft could not be assessed.

Event description:
An endurant abdominal stent graft system was implanted, one month ago, in a patient for the endovascular treatment of a 5.4 cm in diameter, fusiform abdominal aortic aneurysm. Vessel morphology was reported as a 15 degree infra-renal angle; a 23 mm in diameter proximal aorta with a 20 mm length; 29mm in diameter distal neck; 16 mm in diameter right iliac artery; 10 mm in diameter left iliac artery; 7 mm in diameter bilateral femoral arteries; mildly tortuous bilateral iliac arteries; 40% stenosis in the right iliac artery; 20% stenosis in the left iliac artery; 10% proximal neck mural thrombus/calcification. It was reported that an endurant 28x16x145 bifurcated stent graft, a 16x13x124 contralateral limb and a 16x20x124 extension were implanted with the proximal end of the graft in a position where the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. A reliant balloon was used. It was reported that the patient experienced constipation one day post index procedure requiring medication. The patient recovered eight days later. The investigator assessment states that the event is not device related; however it is procedure related. Abdominal pain was noted the same day that the patient recovered from constipation, the patient was treated with medication, and recovered. The investigator assessment states that the event is not device related; however it is procedure related. One month post index procedure the patient had hematuria during and after the secondary intervention, for treatment of the occlusion. The patient recovered the following day. The investigator assessment states that the event is not device or procedure related. It was reported that the patient was in for their routine two year follow up appointment. A kub noted that there was evidence of stent graft kinking of the 16x20x124. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation.

Manufacturer narrative:
(B)(4). Results: hematuria, bowel obstruction. Conclusion: hematuria, bowel obstruction.